Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging pt states the high blood glucose alert is not alarming more than once when she remains above her programmed threshold. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a review of the black box and cgm history showed cs 213 cgm glucose above user limit warnings. A review of user settings showed cgm high limit alert was enabled and set to 180mg/dl with a 30-minute snooze time. During investigation, a test transmitter paired successfully with the pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. No warnings or alarms occurred during the investigation; a test cs 213 warning was simulated with 120mg/dl as threshold. The pump gave the appropriate cs213 warning with an audible and visible alert. The pump gave another cs 213 warning 30 minutes after confirming the first cs 213 warning. The warning snooze feature was found to be functioning properly. The original complaint was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.